Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-82493.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that she was having problems with the sensor readings reading 100 points off from her blood glucose and it was affecting to control the blood glucose. Nothing further was reported.